Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead was explanted due to no capture. There were no adverse events reported. The lead was returned to boston scientific's post market quality assurance laboratory for analysis.

Manufacturer narrative:
Upon receipt, visual inspection of a complete lead identified set screw marks on all terminals. The is-1 proximal seal ring was lifted. The terminal insulation was rolled back and stuck to itself. There were some tears in the terminal insulation on the proximal seal rings, in the area where the insulation had rolled back. Further inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Two abrasions (590-597mm and 617-619mm from the terminal pin) on the lead body were identified. The lead was put through and passed tests that verified the insulation integrity and electrical continuity of the lead. The clinical observation of no capture could not be confirmed through laboratory testing.